Event description:
During an atrial fibrillation procedure, it was reported that the deflection mechanism of the thermocool® smart touch¿ electrophysiology catheter broke approximately 30 burns into the case. Therapy had been delivered. No further issues were reported after the catheter was exchanged with a new one. The procedure was completed successfully with no patient consequences. On (B)(6), failure analysis lab found char (more than one millimeter) on the tip dome of the proximal end. Due to this condition and the potential risk to the patient, it was determined for this complaint to be reportable. Awareness date changed from (B)(6) 2014.

Manufacturer narrative:
(B)(4) during an atrial fibrillation procedure, it was reported that the deflection mechanism of the thermocool smart touch electrophysiology catheter broke approximately 30 burns into the case. Therapy had been delivered. No further issues were reported after the catheter was exchanged with a new one. The procedure was completed successfully with no patient consequences. On april 15, failure analysis lab found char (more than one millimeter) on the tip dome of the proximal end. Upon receiving, the catheter was visually inspected and char was found in the tip dome. This condition was not reported by the customer. Per the reported event, the catheter was tested for deflection and it failed. Afterwards, the catheter was dissected and it was noticed that the t bar slid down from its place. Due to the char found, the catheter was tested for electrical performance, temperature response and stockert compatibility and was found within specifications. In addition, an irrigation test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed, an internal corrective action has been opened to address the t bar issue. However, the root cause of the char remains unknown.

Manufacturer narrative:
The device investigation is still in progress. (B)(4).